Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported event. Stryker determined the j22 capacitor discharge pcb connector being dislodged was the cause of the reported issue. Stryker technician reconnected j22. Stryker also discovered that the auxiliary power connector was loose. The connector nut was tightened. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was giving abnormal shock during a test. In this state the device may not be able to deliver proper defibrillation therapy if needed. There was no patient involvement reported with the event.